Manufacturer narrative:
Device available for evaluation, yes, returned to manufacturer on, 02/28/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue on the lens. The lens was stuck at the cartridge tip and the cartridge tip was cracked/deformed. The lens was observed cut in pieces, torn and one piece was stuck in the cartridge. The reported issue of iol torn was verified. However, due to the condition in which the sample was returned it is not possible to determine that the reported issue is related to the manufacturing process. Based on the analysis product quality deficiency could not be determined manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 19.5 diopter monofocal lens split coming out of the injector while inserting into the right eye. The surgeon noticed the issue and it was not implanted. The procedure was completed using a back-up lens of the same model. Reportedly there were no patient complications. No additional information was provided.